Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined.

Event description:
It was reported to vyaire medical that vent is inoperable, motor fault, low pip (peak inspiratory pressure), low ve (minute ventilation), high rate, high pip (peak inspiratory pressure), and xdcr (transducer fault) alarms were triggered on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.